Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation did not reveal any evidence to confirm the deform/bent and will not cut/dull condition of the device 03.820.100, awl 12mm. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the device 03.820.100, awl 12mm would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part number: 03.820.100. Lot number: t166405. Manufacturing site: tuttlingen. Release to warehouse date: (B)(6) 2019. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during surgery an awl was discovered to have a bent tip. Awl had gone through the soft plastic tip and the end was bent. They didn't know if this was damaged during shipping or if it had been returned from the field with a bent tip. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This report is for one (1) awl 12mm. This is report 1 of 1 for complaint (B)(4).